Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Analysis of device image found the device was drawing high current. Electrical testing revealed high current drain due to a hybrid anomaly. An anomalous hybrid was found to be the cause of the high current drain and premature depletion.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced. There were no patient consequences.